Event description:
Per report received from spain, it was a case of an implant of a 23mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, the commander ds was not able to cross the native annulus and a rupture in aorta occurred two (2) cm above the annulus. Although pericardiocentesis was performed, the patient passed away. No damage in ds or valve was observed after the withdrawal. The valve was not implanted. As per medical opinion, the root cause of this event was severe calcification in aorta.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to reorient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (severe calcification in aorta) and/or procedural factors (inability to cross native annulus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Discarded.